Manufacturer narrative:
Under-insertion of the lead terminal pin into the device header is suspected to be the cause, but this could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events. The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that during the implant of a pacemaker system. The right atrial (ra) port in the device header was unable to successfully insert the lead. The lead was able to be inserted in the right ventricular (rv) port, therefore confirming the ra port was the cause of the connection difficulty. This device was removed and the procedure was successfully completed with another device. This device is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This correction report is being filed to include updates to the b5 describe event or problem field. Under-insertion of the lead terminal pin into the device header is suspected to be the cause, but this could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events. The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that during the implant of this pacemaker, difficulty was encountered inserting a lead into the right atrial (ra) port in the device header. The lead was able to be inserted in the right ventricular (rv) port and, as such, an issue with the ra port was suspected to be the cause of the connection difficulty. This device was not used and another pacemaker was successfully implanted. This attempted device was returned for analysis. No adverse patient effects were reported.